Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor graph was absent. Tandem technical support has made multiple follow up attempts with the customer to go through troubleshooting and obtain additional information, however, no response received.